Event description:
During the zenith implant procedure, the proximal trigger-wire was pulled out, pin vise loosened, inner cannula advanced, when the physician noted a resistance that prevented further advancement of the top cap. A great deal of force was required to advance the top cap off the suprarenal stent. Top cap was able to be removed without any pt complication.